Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous popliteal artery. The lesion was pre-dilated with a 6.0x80mm armada 35 balloon dilatation catheter at rated burst pressure. The 6.5x80mm supera self-expanding stent system (sess) was deployed after the physician unlocked the second red lever on the handle. During removal of the delivery system resistance was felt, the tip of the delivery catheter was caught in the end of the long guide catheter and it was noted the stent had moved from the initial deployment location to the superficial femoral artery. The supera delivery catheter tip separated; however, stayed lodged in the distal end of the guide catheter. The tip and guide catheter were removed together and the same guide catheter re-inserted to continue the procedure. It was noted the sess was not removed under fluoroscopy and the physician is unsure if the stent had not fully deployed or if he caught the edge of the stent when locking the tip back against the catheter by locking the system and deployment locks. The supera stent was post dilatated in place and a second supera was deployed to treat the popliteal lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the supera self-expanding stent system (sess) was not removed under fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the delivery system interaction with the end of the guiding catheter resulted in the tip getting caught resulting in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (stretched/bunched inner member) and ultimately resulted in the reported/noted separations (inner member, jacket, tip). Additionally, it is possible when retracting the tip back into the catheter the tip caught/interacted with the deployed stent resulting in the stent moving from the initial deployment location; however this cannot be confirmed. The treatment appears to be related to the operational context of the procedure as reportedly the supera stent was post dilatated in place and a second supera was deployed to treat the popliteal lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.